Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the hospital for unrelated reasons, atrial loss of capture was observed on EKG. The physician capped the lead on (B)(6) 2019. The patient was stable post procedure.